Event description:
The customer reported that while attempting a proximal graph and using a mini sucker in the aorta, the surgeon noticed no flow at the valve. The valve was cut out and replaced. The sample was saved and will be returned to co for further eval. Product code 4004103; lot number is unknown.